Event description:
On (B) (6) 2009, the sales rep reported that during surgery, the ardis inserter was not functioning properly. When the surgeon uses the inserter to insert the implant the gold knob part was backing off and it causes the implant to become loose. Add'l info rec'd on 27 jul 2009, the sales rep reported that during surgery, the surgeon was implanting an implant and when he was pounding on the inserter, it was noticed by the sales rep that the gold ring was backing off the implant. When the surgeon was finished implanting the implant and it was time to take the inserter off, the knobs were loose to that the implant seemed to come off into the disc space. The implant was implanted on axis. The surgeon was able to finish the case with the inserter. There was no surgical delay. The malfunction has the potential for intervention.

Manufacturer narrative:
Pt info was unk. Product is an instrument and is not implantable. Eval is pending.